Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to lead was dislodged and helix of the lead spontaneously retracted. Additional information received indicates that the helix spontaneous retraction was confirmed under x-ray and loss of sensing and capture of the ra. This lead was never in service, and a new lead was placed with the same model. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to lead was dislodged and helix of the lead spontaneously retracted. Additional information received indicates that the helix spontaneous retraction was confirmed under x-ray and loss of sensing and capture of the ra. This lead was never in service, and a new lead was placed with the same model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection revealed no abnormalities. However, a helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid (15 turns). Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.